Event description:
A company representative reported that a yukon polyaxial screw fractured intra-operatively. It was further reported that the fractured component was retrieved from the patient and a new screw was placed successfully. The procedure was completed successfully with a 120 minute surgical delay and no adverse consequence to the patient.